Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of malnutrition, bacterial peritonitis and fatal septic shock secondary to gangrene, in a patient coincident with extraneal viaflex and physioneal 40 viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced gangrene in the lower limbs and was hospitalized for the gangrene on (B)(6) 2011. On an unreported date in (B)(6) 2011, remedial treatment with meropenem and an amputation of a toe on the right foot were performed. On an unreported date while hospitalized in (B)(6) 2011, the patient was switched to continuous ambulatory peritoneal dialysis (capd) and the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient began remedial treatment with vancomycin. On (B)(6) 2011, the remedial treatment was changed from vancomycin to imipenem. On (B)(6) 2011, extraneal viaflex and physioneal 40 viaflex therapies were discontinued. On (B)(6) 2011, the patient died. The cause of death was septic shock secondary to the gangrene. It was unknown if an autopsy was performed. It was unknown if the events of bacterial peritonitis and malnutrition had resolved prior to death. The nurse stated the events of fatal septic shock secondary to gangrene and bacterial peritonitis were unrelated to extraneal viaflex and physioneal 40 vialfex therapies. A causality statement was not provided for the event of malnutrition.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.